Event description:
Ous MDR - after an implantation period of about 34 months it was reported that the patient was admitted to hospital with episods of ventricular asystole. This lead was not returned for analysis and it is unclear if it was explanted or remains in the body.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.